Event description:
Home health rn was removing a peripherally inserted central catheter (PICC line) from pt's right arm. Line was removed at which time it was noted that the catheter had broken, leaving approx 3cm remaining in pt's arm. Line was originally provided and inserted by outside contractor.